Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation as it was discarded by the customer.

Event description:
It has been reported from a conversation the clinical support specialist (css) had with the rn on (B)(6) 2015 that "2 weeks ago on (B)(6), 2015 they had a patient on a pump that was post op CABG (coronary artery bypass graft), mvr (mitral valve replacement) that had been an emergent ohs (open heart surgery) transfer from another facility. The intra-aortic balloon (iab) was inserted by cardiology at this facility. The patient was admitted to the sicu (surgical intensive care unit) with no issue post op. Pod3, the patient began to experience delirium tremors and became restless and was restrained. The rn walked to the unit desk and the pump alarmed and stopped pumping. When the rn had gotten to the bedside, she saw that the patient had grabbed the iab and had "snapped it." When the rn was able to free the iab from his hand, it immediately began to fill with blood. The blood was back to the pump and when she disconnected the driveline, blood dripped out of the pump." The rn told the css that he did ask that the iab be saved for return to our lab; however the iab was thrown away. Additional information received on 27oct2015 reported that the iab was removed and not replaced. The patient did not expire.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. According to the event details, blood backed up through the iab after the patient had snapped the iab while in use. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. No product was returned for evaluation; however, according to the event details, the patient snapped the iab while in use which allowed blood to back up through the iab.

Event description:
It has been reported from a conversation the clinical support specialist (css) had with the rn on 21oct2015 that "2 weeks ago on (B)(6) 2015 they had a patient on a pump that was post op CABG (coronary artery bypass graft), mvr (mitral valve replacement) that had been an emergent ohs (open heart surgery) transfer from another facility. The intra-aortic balloon (iab) was inserted by cardiology at this facility. The patient was admitted to the sicu (surgical intensive care unit) with no issue post op. Pod3, the patient began to experience delirium tremors and became restless and was restrained. The rn walked to the unit desk and the pump alarmed and stopped pumping. When the rn had gotten to the bedside, she saw that the patient had grabbed the iab and had "snapped it." When the rn was able to free the iab from his hand, it immediately began to fill with blood. The blood was back to the pump and when she disconnected the driveline, blood dripped out of the pump." The rn told the css that he did ask that the iab be saved for return to our lab; however the iab was thrown away. Additional information received on 27oct2015 reported that the iab was removed and not replaced. The patient did not expire. Update received 11/20/2015: information received from an ICU rn, the iab was inserted into the left femoral artery. After two hours of iabp therapy the iab ruptured and was removed. The rupture caused blood to back up into the pump. The rn stated that another iab was inserted in the same insertion site. There was an interruption / delay in iabp therapy. There were no reported patient complications reported. There were no patient injuries reported. Medical / surgical intervention was not required. According to the md; the patient died but not because of the event. There is no more information available.